Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The deployment knob appeared intact. The trigger appeared intact. The tip-retrieval mechanism appeared intact. There was damage noticed on the threading of the screw gear. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule was held together by the outer layer of polymer. When attempting to retract the capsule, the deployment knob can be turned but the capsule does not respond. The deployment knob can be retracted up to approximately 5cm, then it starts ¿skipping¿ on the thread gear. A spine break was observed 17cm after the strain relief along the stability shaft. Torsion marks were observed approx. 29cm after the strain relief along the stability shaft. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Some cine films were returned for review. The cine films cannot confirm the event description that ¿the capsule did not respond as the deployment knob was turned¿. The cine films can confirm that with the new catheter, a capsule separation did occur at some point in the deployment of the valve. The system was removed, and a non-medtronic valve was implanted successfully. Historically, torquing or manipulation of the dcs against the spine wires by the user cause the spine wire to break. Torsion marks were observed along the shaft of the returned device. Spine wire break is consistent with the reported information that the capsule of the dcs would not respond as the knob was turned. When the spine wires break the force from the handle is not transmitted to the capsule. Analysis of the device also noted damage to the treading of the screw gear components on the handle of the dcs. This damage indicates increased forces in the system. High forces on the handle may cause the threading of the screw gear to become worn and damaged. Historically, the most likely cause of high forces in the system is a misloaded valve, however no fluoroscopic images were submitted for review, so the potential cause cannot be confirmed. Voids/delamination were observed along the proximal end of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Based on the investigation completed there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of these capsule separations is unknown however, it is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) are potential contributing factors to capsule damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the capsule of the delivery catheter system (dcs) did not respond as the deployment knob was turned. The system was removed from the patient. A non-medtronic valve was implanted. As reported, there was no unusual resistance felt during loading or valve deployment. No adverse patient effects were reported.